Event description:
The patient was revised because the patella tracking was not right. It was noted the pt fell. The surgeon found a lot of reactive tissue but no loose components.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported event. Provided info indicated the pt experienced trauma (fall), which could be a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be rec'd, the investigation will be re-opened.